Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. The customer¿s blood glucose level was 370 mg/dl and customer declined troubleshooting for high blood glucose. The customer reported that they did not had an alarm to warned the customer. The insulin pump will not be returned for analysis.